Event description:
It was reported that before use of a 3.25x20 mm nc trek rx dilatation catheter, a kink was noted in the proximal part of the balloon. Reportedly, the kink probably occurred during removal from the dispenser hoop. No resistance was felt during removal of the protective sheath. The device was not used and there was no patient involvement. A kink in the proximal shaft occurred post procedure due to manipulation of the dilatation catheter during packaging. A new device was used for the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided. The returned device analysis revealed that the inner member and proximal balloon marker was separated, 1 mm proximal to the distal end of the marker. The outer member was still intact.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported kink proximal to the balloon was not confirmed. The outer member was stretched and collapsed proximal to the balloon which was likely inadvertently reported as a kink. The inner member and proximal balloon marker were separated, 1 mm proximal to the distal end of the marker. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot for kinks. Based on the information reviewed, there is no indication of a product deficiency.